Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 6 months. Device evaluation: the report of low speed alarms were confirmed through the evaluation of submitted log files; however, a specific cause for the reported event could not be determined conclusively through this evaluation. A technical services representative was onsite on (B)(6) 2018 to perform a distal end percutaneous lead (driveline) repair. The submitted system controller log files contained data from (B)(6) 2018 through (B)(6) 2018. Pump speed drops and stops were captured on (B)(6) 2018 to (B)(6) 2018, and (B)(6) 2018, resulting in low speed/low flow hazard alarms. A transient driveline disconnect alarm was also captured on (B)(6) 2018 during the pump stop event. In addition, transient pump speed drops were captured on (B)(6) 2018 to (B)(6) 2018. The pump resumed operating at the set speed after the events. The patient was supported by power module during these events. Based on previous complaint experience, the events appeared to be consistent with potential driveline issues. Additional submitted system controller log files contained data from (B)(6) 2018 through (B)(6) 2018. During the time, the pump power, estimated flow, and average pi remained stable in the ranges of 3.1-4.7 watts, 2.9-4.8 lpm, and 3.7-9, respectively. A transient pump stop was captured on (B)(6), which appeared consistent with the report of switching driveline during the driveline repair. There were no other unusual events noted in the event history. The log file appeared to show the system operating as intended. A section of the driveline approximately 23 inches long was returned for evaluation, and evidence of a prior driveline repair was observed. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon removal of the silicone jacket, minor metal braided shield disruption was noted approximately 19 inches from the metal connector. The silicone jacket, clear bionate, and metal braided shield were removed in order to examine the underlying wires. Visual inspection of the driveline did not reveal any evidence of mechanical damage or breakdown of the wire insulation. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire''s insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The hmii lvas instruction for use (IFU) contains a section on ¿caring for the driveline,¿ and explains that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a distal end percutaneous lead (driveline) repair and observed low speed advisory after the repair. The repair was completed and the external lead is approx. 1.5" from the exit site as requested by physician. The manufacturer¿s technical services representative reviewed the submitted log file and reported that the driveline repair was performed at approximately 1:00 pm on (B)(6) 2018. At 14:08, the file shows a low speed operation and a low speed hazard. This occurred while connected to a power module. An ungrounded patient cable has been shipped and it is suggested the patient remain on battery power at this time. Additional log file submitted after the repair reported no more low speed or pump stop events observed. No additional information was provided.